Event description:
A data error alert was reported by the customer after the pump's ship date. The customer declined to provide their blood glucose level at the time of the issue, and there was no reported adverse impact to the customer's blood glucose level. Customer was informed that some history logs may have been erased, but this did not affect the therapy. The customer decided to continue using the pump for insulin therapy and acknowledged the information provided by technical support.